Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error, low battery, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the insulin pump trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 190 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer also reported that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer troubleshooting was performed. The customer was advised to insulin pump will need to be replaced and to refer to the backup plan. The insulin pump will be returned for analysis.